Manufacturer narrative:
Failure analysis determined that the damage was due to microwave.

Event description:
Reporter confirmed the aviva meter display bezel is melted from the inside and the lcd screen is marbled with a large black burn spot covering most of the left half of the screen. The meter has a strong smell of burning. No adverse event reported.